Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis:analysis confirmed that the programmer display touchscreen was broken. The touchscreen bezel was broken. The programmer failed incoming functional and systems tests. The part (touchscreen/bezel assembly) required to repair the programmer was no longer available so the programmer was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer screen was found broken. The programmer remains in use. There was no patient involvement. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis.